Manufacturer narrative:
The complaint sample in question was not returned for investigation and no photographs were provided, therefore the investigation is limited solely to the information provided. The complaint states that the inside sterile packing was unglued at the bottom. It is thought that the packing being referred to is the secondary non sterile peelable paper/polyester pouch as if it was the inside sterile package, there would be some reference to the cement powder escaping from the package. If the inner sterile primary paper/polyester pouch is intact then the sterility of the product remains integral. The cement powder is manually filled into the inner primary pouches and sealed manually using a bosch sealer which is checked against sealing specification limits prior to production commencement, for temperature and speed settings, to ensure the sealer is working effectively. The powder bags are then placed in a secondary package, sealed in the same manner and sent for externally sterilisation, as per procedures ((B)(6) for further clarification). On return, the pouches are checked and placed into an outer foil pouch prior to final packing into a unit carton. As all of these processes are manual, there are numerous checks conducted throughout hence many opportunities for open seal to be detected, especially on the return from sterilisation and placement into foil outer packaging steps. Therefore the root cause of this deficiency is unknown depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The inside sterile packing was unglued at the bottom.